Manufacturer narrative:
(B)(4).

Event description:
A pt experienced a shocking/jolting sensation in the area of their paresthesia, when the pt felt heat at the location of the device pocket. The issue was noted to have occurred since the device was implanted. The issue was not constant however, but did correspond to a certain body position. The jolting and heat sensation occurred only when the device was turned on. Impedance measurements in reference to "0" are 805 to 1253 with group impedances of 556 and 1014 ohms. The pt's outcome was not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.